Event description:
It was reported that the user received repeated restart alerts on the ilet pump and, during fill tubing, the pump stopped after approximately 10 units with an ¿unable to proceed¿ alert consistent with a motor stall; after guidance to restart and perform a dry run, replacing the infusion set tubing allowed successful tubing fill and insulin delivery to resume, indicating a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during troubleshooting with evidence of consecutive motor stalls, aligning with a failure to infuse associated with the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.